Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had scratched case, scratched keypad overlay and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer went to emergency room and get hospitalized due to low blood glucose level on december 5, 2020. Customer's blood glucose level was 46 mg/dl at the time of hospitalization. Customer was treated with food. Customer had symptoms as shaking, sweating. Anxiety, mental confusion, weakness and fatigue. The insulin pump will be returned for analysis.